Manufacturer narrative:
Exact date unknown, event occurred several years from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively and explanted ipg will not be returned.